Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and resulted in pacing inhibition. The noise was reproduced during isometrics. The rv lead was surgically abandoned and the existing cardiac resynchronization therapy defibrillator was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.